Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 74001, lot# n205602, implanted: (B)(6) 2010, product type: adapter. Product ID: 3587a, lot# l96428, implanted: (B)(6) 2002, product type: lead. Product ID: 37092, lot# 238260001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) would not start or turn on. The patient didn't know if maybe the wires broke or what was going on with it. The ins was fully charged and the patient charged some the night prior to the report and most of the day of the report. He could increase and decrease stimulation but didn't feel stimulation and a loss of therapeutic effect was reported. Basic functionality of the patient programmer (pp) was reviewed including button use and icon meaning. The patient was able to use the pp to verify stimulation was on by noting the lightning bolt in the upper left hand corner. There were no falls or trauma reported. Due to the patient not feeling stimulation he was in extreme and intense pain which the ins was implanted for; it was not new pain. The patient had an appointment with his doctor scheduled for (B)(6) and wanted the manufacturer's representative (rep) to be there to check the device. The rep. Called on (B)(6) and reported high impedances of greater than 10000. A1 was: +13 -2 450 pulse width and 55 hertz and a2 was: 0+ 1- 870 pulse width and 55 hertz. Impedance values were noted as the following: reference 0- greater than 10000 on 1, 2, and 3, reference 1- 0 was greater than 10000, 2 was 8790 ohms, and 3 was 901 ohms and reference 2-0 was greater than 10000, 1 was 8790, and 3 was 8790. The rep. Attempted to use 1-3+ 450 pulse width and 60 hertz in a new group and the patient stated that he was feeling stimulation in his right leg which is where stimulation was supposed to be felt. The rep. Stated she would work with those electrodes to get stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer's representative reported there was a loss of therapy and they were going to discuss with the neurosurgeon on revising the lead or replacing the system. It was noted that after reprogramming on (B)(6) 2015, the patient felt stimulation in a good location until the following day. Since then, he had not felt stimulation. Later, it was reported the patient would have the entire system explanted. The scheduled date was unknown.